Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a colonoscopy, the loop of the subject device could not be released. No patient injury was reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The hook was broken off and missing. As an analysis result of the fracture surface of the hook, it showed the brittle fracture. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, the loop might not be released since the hook was broken off and the loop detached from the hook. Also, the hook might be corroded by an unspecified environmental factor, besides it was broken off when it was subjected to a load. The instruction manual of the device has already warned as follows: *do not try to forcibly withdraw the instrument from the endoscope when the loop cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".